Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had frequent accidents and leaking which started about 3 to 4 weeks ago. The patient mentioned they called their clinic, but was redirected to [manufacturer]. The patient added they often couldn't reach the bathroom on time when having leaking incident. The patient added they recently had an MRI and had the therapy placed on MRI mode, but after they deactivated the MRI mode they started to have a lot of trouble right after. The agent reviewed general device use and walked through in adjusting the therapy.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.